Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawer 3.2 had two rows of cubies failed in c and d. So, the fse booted the system down and reseated the row board cable and retractor band connections, then booted up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary, drawer 3.2 multiple pockets were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.